Event description:
A malfunction on a customer's pump was reported, causing the customer's blood glucose (bg) level to rise to 497 mg/dl. The customer had no backup therapy available and was waiting for the pump to reset. The customer reset the pump with the assistance of technical support, and the malfunction did not recur. The customer was advised to monitor the pump and contact support again if the issue reappeared.